Event description:
The ge oec 9800 fluoroscopy system would not boot up, although the power indicator was green on the workstation.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and found a defective power controller pcb that was removed and replaced to restore function. The system was tested, found to operating correctly, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.